Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Guide cath: heartrail ebu4. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, it should be noted that the nc trek coronary dilatation catheters (cdc), global, instruction for use specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified circumflex artery. A 2.5 x 12 mm trek nc balloon catheter was prepared for use by performing an air aspiration inside of the anatomy and inflated to 8 atmospheres for the first time when the balloon ruptured. A new balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.